Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long-term durability, failure does occur in a small number of valves, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities are in process. The root cause of the event remains indeterminable. The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Through the implant patient registry department it was reported, a patient initially implanted with a 29mm mitral valve for 8 years 2 days, underwent an explant procedure for unknown reasons. The patient received a replacement 33mm mitral valve. The current patient status is unknown.